Event description:
New information notes the lead exhibited loss of capture. The lead was capped on (B)(6) 2023 and successfully replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, low, out of range, pacing lead impedance and high capture threshold over the previous year were observed on the right ventricular (rv) lead. Multiple noise reversions, high ventricular rate (hvr) episodes due to noise oversensing and r-wave amplitude variation were noted. The noise was reproducible via isometric testing. The patient felt inappropriate pulses at the pocket region. The physician elected to continually monitor the rv lead through the merlin.net and not to change anything at this time. The patient did not have adverse effects before, during and after the noise oversensing episodes.